Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that she was hospitalized on (B)(6) 2015 due to a high blood glucose level of over 500 mg/dl. Her chest was hurting and heart was palpitating. The customer had a diabetic ketoacidosis. The customer was given IV and insulin drip. She also checked her ketones every time she went to the bathroom. The customer was wearing the insulin pump at the time of the emergency room visit. The device was not returned.